Event description:
Pt ill with what was thought to be the flu. On 11/26/96 pt seen in clinic pacer was failing to operate. Pt sent to mc and on 12/2/96 an angiogram was done to verify pacer failure and document pathway for av pacer. Three broken epicardial lead wires were found. On 12/3/96 medtronic pacer removed and new dual chamber pacer installed. Pt is doing fine.